Event description:
Procedure: laryngeal pouch. According to the reporter: two instruments were used and on both occasions staples did not fire correctly. Staples did not close and were removed from surrounding area. Tissue was affected where it had been clamped but staples not fired. Another device was used to complete the procedure.

Manufacturer narrative:
Initial report sent to FDA on 10/30/08.